Event description:
After placing a patient on the model 3100b, the user reported they were unable to adjust the oscillatory amplitude (delta-p) above 40 cm h2o. The patient was placed on a conventional ventilator without compromise.